Manufacturer narrative:
(B)(4). Mw5069176. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the patient experienced no audio alert and a hypoglycemic event. Patient reported that they woke up from a hypoglycemic event. Patient alleges that the audible alert did not sound. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.